Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that for sixteen months the customer had low blood glucose of 80 or 90 mg/dl, at least once or twice a week. The caller stated that the customer would get shakes. The caller believed that the insulin pump was not set up properly by the customer's doctor. The customer would treat her low blood glucose with frosting and would always be fine. The caller stated that the customer passed away at home, on (B)(6) 2011. The caller stated that the customer's heart died; she had a pacemaker and it would not trigger or bring her back. The customer had a triple bypass ten years prior to death. The customer had neuropathy, heart and kidney disease, and was on dialysis. The customer was wearing the insulin pump at the time of death. The caller did not know the customer's blood glucose at the time of death. The insulin pump was given to the doctor's office. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details in section. The additional information has been provided in section of this form.

Event description:
The caller stated that they felt that the customer's insulin pump was improperly set up by the customer's doctor. The caller stated that the customer's doctor would not listen to them when they told the customer's doctor that the customer was having shakes, low blood glucose of 80 mg/dl or 90 mg/dl at night, and that the customer was getting too much insulin.